Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x zebd-7-10 device was returned to cirl for evaluation. A lab evaluation was held on 17 august 2017. Upon evaluation, the stent was found to be kinked at portholes 2 and 5 from the ductal end. Side wall damage was also observed at portholes 2 and 5. It was noted that the stent would not have left the manufacturing facility in a damaged state. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution, all zebd-7-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user attempted to advance the stent over a wire guide (maker and model are unknown), but resistance was met. He replaced it with another zebd-7-10 to complete the procedure.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). 1 x zebd-7-10 device of lot c1352764 was returned to cirl for evaluation. A lab evaluation was held on 17 august 2017. Upon evaluation 0.035" wire guide could not be inserted fully through the stent and resistance was met at porthole #2. The stent was found to be kinked at portholes 2 and 5 from the ductal end. Side wall damage was also observed at portholes 2 and 5. It was noted that the stent would not have left the manufacturing facility in a damaged state. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint could be attributed to the manner in which the pigtail curls are straightened. A precaution included in the instructions for use, ifu0045-6 states,¿ care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It may be noted that according to the IFU, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. A review of the manufacturing records for the biliary stent device of lot c1352764 did not reveal any discrepancy related to the complaint issue. Europe determined that the raw material is a ship to stock item and has been accepted into cook ireland. Prior to distribution, all zebd-7-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to additional information received and update to the investigation with a potential root cause. The user attempted to advance the stent over a wire guide (maker and model are unknown), but resistance was met. He replaced it with another zebd-7-10 to complete the procedure.